Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of incomplete peel-apart sheath peel was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 4.5fr ptfe peel-apart sheath. The sample was received peeled. One half of the sheath was returned. The opposite side was not returned for evaluation. Inspection of the peeled surface was unremarkable. Inspection of the plastic handle revealed that the split was not a clean break. A fragment of plastic remained at the junction between the handle and the sheath. Microscopic inspection of the sample confirmed remaining plastic at the handle split site. The handle did not split along the skiving line at the interface between the sheath and the molded handle. The failure to split along the skiving line appeared to be due to incomplete skiving following the handle molding process. The sample will be forwarded to the manufacturing site for further evaluation. (B)(4) evaluation: the complaint ¿the tip could not be separated off the introducer¿ is confirmed. On one of the parts of the sheath was present part of the molding. This part was an excess of resin produced during the molding process. The cause of this is manufacturing related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The tip could not be separated completely when peeling off the introducer which resulted in the PICC moving several centimeters.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The tip could not be separated completely when peeling off the introducer which resulted in the PICC moving several centimeters.